Event description:
A complaint was reported that a pt was feeling a "new" sharp pain. The sharp pain is over the pocket area and it only occurs when he turns the stimulator on. Ceases when stimulation is turned off. Physician's assessment states that pt's ipg was in place and the lead had not migrated. The physician suggested reprogramming to try and resolve the pain but the pt refused. Pt will no longer be using the stimulator.